Event description:
It was reported that a user with gastroparesis experienced elevated blood glucose while using the ilet system after a change in medication improved gastric emptying, and the user inquired about performing a factory reset; education was provided on meal announcement practices and post¿factory reset best practices, and the user was advised to consult their healthcare provider regarding a reset. Symptoms included hyperglycemia without reported signs or symptoms. Outcomes included resolution through the device¿s basal and correction algorithms and no hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device alarms and no device malfunction, with hyperglycemia plausibly related to a change in physiological condition affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user physiology and therapy changes rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.